Event description:
It was reported that during a lap cholecystectomy procedure that the clips did not ligate the cystic duct securely. They were loose. An alice instrument was used to close the clips securely. In addition, a 12mm reusable ligaclip applier was also used. There was no adverse pt consequence.